Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y gastric bypass procedure, the technician had difficulty on loading the device, and the needle got stuck in the handle and then was unable to be unloaded. The needle broke in half while trying to unload. This device never touched the patient and was never in the surgeon's hands. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.